Manufacturer narrative:
(B)(4). Batch # t5d18c. Device analysis: the analysis results found that a sr75 reload was received with the right gripping surface broken off. The reload was received fully fired with the swing tab in the locked position. No functional test was performed. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use for more information. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, while stapling the colic section, a plastic piece fell into the intra-abdominal area. One of the two alignment tabs of the reload broke while stapling. The piece was located visually and removed manually. There was no change in the procedure and there were no patient consequences.